Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had no capture and high pacing impedance when connected to the device. Similar values were noted when the rv lead was connected to the analyzer. A possible fracture was suspected. The rv lead was not implanted and another lead was used. It was further reported that several attempts were made to implant a left ventricular (lv) lead; however, the patient's coronary sinus was dissected. The lv lead was not implanted. No further patient complications have been reported as a result of this event.